Manufacturer narrative:
Other, other text: returned device was received device was received in with a loose patient outlet fitting, damaged input/output label, front panel, and cracked battery cover. The housing consists of minor dents and cosmetic blemishes. During the evaluation of the device the customer reported condition was confirmed problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that device port is pulled out of the unit. No adverse effects reported.